Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that after a patient scan a ring artifact appeared on scanned images. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) visually inspected the system, checked the log files, and found that the compensator was damaged. The fse replaced the compensator to resolve this issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of the image artifact. The system is in clinical use. This issue has been determined not to be a reportable event.